Manufacturer narrative:
A field service engineer (fse) was dispatched on the 17th of july 2015. The fse worked with the customer to save files, reinstall the software and delete non readable files. The fse reported the instrument would not run on 17 july 2015 due to the log file was not deleted. The file was deleted on 20 july 2015 and the 2000 query was observed, completed and transmitted results. On 29 july 2015 the fse received information from the customer that the ups/abc setup "crashed". The documentation states the building had a power failure due to storms and once the ups/abc were set up the system was running as intended. The probable cause of the event was corrupt software and ups/abc failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 the customer reported a power failure with their aia 2000 system. Customer requested service in order to address the reported issue which resulted in delay reporting of results for pth, fsh, bhcg, e2, prog, prl and lhii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.